Event description:
A pt underwent evar on (B)(6) 2012. Once the device was advanced into the pt's body, the hemacapter valve began dripping which continued the entire length of the case. The valve was tightened down however continued to drip. No harm to the pt reported.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.